Event description:
A malfunction was reported on a pump by the customer, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in performing the reset. However, the malfunction recurred, leading to a decision by technical support to replace the pump. The customer declined interest in obtaining an out-of-warranty loaner pump and chose to switch over to their in-warranty tandem pump.